Event description:
Rn (registered nurse) ordered a sodium phosphorus bolus on @0926. Upon pharmacy review, it appeared the previous bolus (45mmol @0208) should have still been running. Pharmacist called dayshift rn who said no bag of sodium phos. Was hanging and the repeat level was low. Pharmacist reached out to medsafety pharmacist who pulled a report and came to the conclusion the infusion was programmed correctly and it was set for auto-program. However, there was "air in line" alarm after about an hour, indicating the bag was empty. Pharmacy re-bolused patient based on current lab information of low blood level. Rn had pump taken out of service and sent to in-house biomed for evaluation.